Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2011, and a mesh was implanted; and on (B)(6) 2012, a mesh was implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure and mesh was implanted due to sui for both implants. It was reported that following insertion the patient experienced infection, urinary problems, recurrence and dyspareunia. It was reported that patient underwent revision of sling procedure on (B)(6) 2012. It was reported that patient underwent revision on (B)(6) 2013 due to eroded mesh and removal of mesh on (B)(6) 2014. No additional information was provided.

Manufacturer narrative:
.

Manufacturer narrative:
(B)(4).conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.